Event description:
It was reported that right hip revision surgery was performed due to pain and other complications. Metallosis, elevated metal ion levels and pseudotumour noted.

Manufacturer narrative:
[(B)(4)].